Event description:
A high readings issue was reported with use of the adc device. The customer obtained an unspecified high sensor scan compared to a competitor brand meter. The customer experienced a loss of consciousness, however it is unknown if treatment was rendered via self or third party. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc device. The customer obtained an unspecified high sensor scan compared to a competitor brand meter. The customer experienced a loss of consciousness, however it is unknown if treatment was rendered via self or third party. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The requested product has been returned and investigation is in process. A follow-up report will be submitted once additional information is obtained. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.